Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d1, d2, d3, d4). UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4)/ UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
Due to character limit in the e1 section event site name, (B)(6) hospital. Due to character limit in the e1 section event site address, the full event site address is no.(B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during use on patient the cardiosave intra aortic balloon pump had a display of system over temperature alarm after being continuosly operated for 2 days. After restarting it returned to normal. There was no personal injury reported.

Manufacturer narrative:
Updated: b4, d9, e1 (initial reporter), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the machine alarm system temperature is too high. After testing, the pressure regulating valve needs to be replaced. After replacing the drive regulator, the negative pressure value was recalibrated and the equipment returned to normal. Passed all factory-specified safety and performance tests. Delivered to customers and can be used in clinical practice.

Event description:
N/a